Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: the device expiration date is currently unavailable. D11: concomitant med products and therapy dates: inflow tubing fms vue 24pk device, (B)(6) 2023. E3: reporter is a j&j employee. UDI: (B)(4). Investigation summary: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted visual inspection testing of the returned device. Visual observations revealed that the device had marks of wear near the handle and the metal on the shaft as usual on these types of reusable devices. The inner shaft was not returned. Therfore the allegation cannot be confirmed due the device was not complete. The overall complaint was un confirmed as the observed condition of the cordcutter ea would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported by the affiliate in colombia that during an unknown orthopedic procedure on (B)(6) 2023, an inflow tubing fms vue 24pk device and cordcutter ea device were used. According to the report, inflow tubing fms vue 24pk device exceeded the fill limit during use and the open cutter was not working properly. During in-house engineering evaluation, it was determined that the cordcutter device inner shaft was not returned. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.